Manufacturer narrative:
Full UDI# provided. Investigation summary: the event unit was returned for evaluation. Engineering was unable to replicate the customer experience. The cause for the improper clip loading was likely due to the clip loading technique being employed rapidly during the surgery. This could have resulted in the trigger not being pulled back fully to the handle (plastic to plastic) prior to releasing the trigger or due to the trigger not being fully released before starting the next actuation. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "misfired and malformed clips. Improper clip closure multiple times. *malformed clips included in specimen cup."